Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to infection. The case report form indicates this event is definitely not related to devices, and possibly related to procedure.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to infection. The case report form indicates this event is definitely not related to devices, and possibly related to procedure.